Event description:
It was reported that an ilet pump exhibited an unresponsive screen that prevented unlocking and completion of a firmware update, with visible cracks on the display; the problem was characterized as a key/button unresponsive issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem and a hardware issue localized to the touchscreen, consistent with an unresponsive key/button condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.